Event description:
It was reported that device removal difficulty occurred. A 70% stenosed target lesion was located in the mildly tortuous and mildly calcified middle left anterior descending artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was loaded onto the wire, but it did not seem smooth. The catheter went down the body and was pulled back manually. Upon removal, the physician had difficulty removing the catheter from the wire. The wire came out with the catheter and was kinked. The procedure was completed with another of the same device. No patient complications were reported, and patient was fine post procedure.